Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage. (B)(4).

Event description:
It was reported that the left ventricular lead was possibly fractured. The lead had high impedance and there was no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.